Event description:
The account generated an initial architect c8000 calcium result of 1.35 mmol/l on a pt sample. The architect c8000 is configured to retest low calcium results. The retest results were 2.28 and 2.30 mmol/l. The result of 2.30 mmol/l was reported out of the lab. There was no impact to pt mgmt.

Manufacturer narrative:
A site visit was performed by an abbott field service rep (fsr) to identify any instrument issues. Inspection of the instrument identified the mixers were out of alignment. The fsr properly realigned the mixers. It was also found that the ict probe was slightly out of alignment, and this was also corrected. Fifty calcium controls were then tested in the instrument and all results were within accpetable limits. No further issues were identified. The architect system operations manual, section 10, troubleshooting and diagnostics, provides troubleshooting assistance for the observed problems of elevated, depressed, and erratic assay results with probable causes and corrective actions for the observed problems. This is the final report.